Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract extractions with intraocular lens (iol) implant procedures, the iols are prone to glistening. Additional information could not be obtained as the reporter is unwilling to follow-up.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).